Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2022 12:23am 60 mg/dl 12:25am hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) 12:26am 91 mg/dl (B)(6) 2022 9:19am hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) 9:19am 287 mg/dl 9:20am 125 mg/dl.